Event description:
The patient's daughter reported that the implantable pulse generator (ipg) was going to dislodge out of the patient's skin due to weight loss. The following physician confirmed migration due to a post-stroke fall. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.